Event description:
On (B)(6) 2010, my orthopedist injected synvisc into my right knee to improve my walking. Immediately, I felt pain in my kneecap and had difficulty in walking for the next 3 weeks. After a month, I had significant improvement and, at present, am doing better. Frequency 1 x 6 mos.